Event description:
It was reported during a routine post-operative visit on (B)(6) 2013, it was discovered that (2) zuma screws that were implanted during the initial l5-s1 anterior lumbar interbody fusion surgery (alif) on (B)(6) 2013 were broken. The lot number was reported as 'unknown'. There was no known trauma reported. The surgical site was fused, the patient was asymptomatic and the screws will not be explanted. Additional information was requested by integra, ...

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.